Event description:
On 01/19/2024, it was reported by a sales representative via e-mail that an ar-3653ttsp knotless 2.6 fibertak® rc soft anchor pulled out. This occurred during a rotator cuff repair on (B)(6) 2024, where a 2.6 knotless fibertak rc was prepped using a 2.6 drill and 2.6 drill guide for a medial row anchor placement on the greater tuberosity. The anchor was inserted in standard fashion, set in standard fashion, and then the tapes from the anchor were passed through the rotator cuff. When attempting to implant the lateral row anchor with the tapes from the 2.6 medial anchor, the 2.6 knotless rc pulled out. The case was completed with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation and/or improper surgical technique with the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no picture of the failure was received.